Event description:
A doctor contacted baxter (B)(4) regarding a leak from a minicap prep kit. It was reported the povidone iodine leaked from the connection between the transfer set and the minicap during use. There was patient involvement, but no patient injury or medical intervention indicated.

Manufacturer narrative:
(B)(4). This is a product not distributed in the us and does not have a 510k number. This complaint for a leak in a minicap pre kit was not confirmed and no root cause could be determined. The sample was not returned to baxter, therefore no evaluation or batch review could be performed.